Event description:
It was reported the device would not capture properly. The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, no electrical anomalies were found during functional or bench testing. It was also noted that the upper case, lower case, ring cover, side bail covers and battery drawer were broken, the lead flex cover was corroded, the battery contacts were compressed and the side bails were missing.